Manufacturer narrative:
It was reported that during a laparoscopic spay procedure on a canine patient, the bipolar device - intended for human use - failed to function properly. Specifically, the cauterization feature was not operational. In response, the surgical team disassembled the device, removed the insert, and replaced it with a brand-new insert and wire. Despite these efforts, the device still did not work. Ultimately, the team decided to enlarge the surgical port and proceed using a vetseal device, which functioned as intended. However, due to the issues encountered, the procedure was prolonged by over 60 minutes. As a result, the canine patient experienced a slow recovery, attributed to the extended duration under anesthesia. The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that during a laparoscopic spay in a canine patient the bipolar set was not working. The cauterization did not work. The product was stripped down and the insert taken out. A brand-new insert and new wire was used and still it did not work. In the end the procedure was reverted to placing a bigger port in and using the vet seal. This worked fine. The surgery was prolonged for more than 60 minutes. The patient had a slow recovery due to prolonged anesthetics. Cross reference MDR: 9610617-2025-01014, 9610617-2025-01015.